Event description:
"The complaint is one of jaw joint popping during the course of aligner treatment. No additional information regarding pain, limitation of movement, frequency or resolution is provided. Joint noises are incidental and generally of no consequence. Other clinical criteria are utilized to better determine a course of action. Without further details this situation remains isolated and inconclusive. Updated january 28, 2025: temporomandibular joint dysfunction (tmd) is a complex multifactorial disorder. My recommendation is that the patient be evaluated by a dentist who is familiar with the examination, diagnosis and management of patients with tmd to be evaluated comprehensively. Following patient examination, the need for radiographic imaging and other diagnostic tests can be determined. The additional report of intermittent pain does not contribute much to understanding the patient's situation."

Manufacturer narrative:
Clear correct findings: in reviewing the ticket, the customer states this is happening in the upper jaw. There are no concerns with the upper digital scan received on march 23, 2024. Case timeline: case and digital scans submitted on march 23, 2024 treatment setup sent to customer on (B)(6) 2024 customer approved the treatment setup on (B)(6) 2024 devices were delivered on may 29, 2024 with a patient wear schedule of 2 weeks. Patient should have been completed with step 11 around on (B)(6) 2024. Photos of the patient's current dentition have been requested. Once received the investigation will be updated. Update january 28, 2025: I was able to call the provider, and they confirmed that this popping jaw is actually causing some intermittent pain, also they do not have additional photos to provide. The provider did not determine for sure is there was a limitation of movement for now. Clinical evaluation: the complaint is one of jaw joint popping during the course of aligner treatment. No additional information regarding pain, limitation of movement, frequency or resolution is provided. Joint noises are incidental and generally of no consequence. Other clinical criteria are utilized to better determine a course of action. Without further details this situation remains isolated and inconclusive. Updated january 28, 2025: temporomandibular joint dysfunction (tmd) is a complex multifactorial disorder. My recommendation is that the patient be evaluated by a dentist who is familiar with the examination, diagnosis and management of patients with tmd to be evaluated comprehensively. Following patient examination, the need for radiographic imaging and other diagnostic tests can be determined. The additional report of intermittent pain does not contribute much to understanding the patient's situation.